Manufacturer narrative:
The reported event of high impedance could not be conclusive confirmed. As received, the octrode lead was cut into tow segment and was incomplete, shorter than it should be. Microscopic inspection revealed no anomaly and both segments passed continuity testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced loss of stimulation due to high impedance issue. Patient denies any traumas or falls. The lead was explanted, and a new lead was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.